Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with mlp-017130 reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial medical device report has already been submitted to the united states food and drug administration. The submitted log files did not capture any notable events or alarms, and the device appeared to operate as intended at the set speed. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file were sent for review for a patient. The patient had been experiencing frequent low flow alarms. Last week the patient appeared clinically dry and was instructed to push fluids to rehydrate and the low flows resolved for a day or so. The low flows resumed yesterday to as low at 1.9 l/min per patient. The patient did get slightly dizzy when going from sitting to standing at times. They presented to the clinic the morning of (B)(6) 2025 and was in a low flow state for 2 + hours. Pulsatile at 88. They were asymptomatic other than being lightheaded at times going from sitting to standing. The patient was being sent to the emergency department (ed) for a computed tomography (CT) chest with contrast to evaluate to outflow graft obstruction. The event log file contained a lot of low flow estimates as well as many sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Event description:
The outflow graft obstruction was ruled out. The patient was found to be hypertensive and dehydrated. The patient had entresto due to availability. They resumed high tier entresto, fluid resuscitated and encouraged medication and fluid compliance.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.